Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(4) 2013, inratio inr: 2.2, laboratory inr: 4.1. The time between testing was less than five (5) minutes. Reportedly, the meter was not in the correct mode when the finger stick was performed; tester was not waiting for green light. Additionally, the sample was not applied immediately after the finger stick was performed. Therapeutic range was 2.5 - 3.5 for the pt. There was no reported hospitalization or adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Results of the query of similarly incidents in the complaint system for this lot did not indicate a manufacturing issue. A review of the batch record for the lot did not uncover any non-conformances. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subjected to tracking and trending.